Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the ventilator failed to charge its internal battery. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.